Event description:
It was reported that pump displayed malfunction alarm with code that could be reset, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, and issue did not recur after reset, so customer was advised to continue using pump and to call back if malfunction alarm appeared again.

Manufacturer narrative:
Primary UDI number added.